Event description:
It was reported the pt experienced an overdose 24 hours following a refill session. The pt symptoms included difficulty walking, slurred speech, and somnolence. The pt was admitted to the ER. Troubleshooting was being considered. The pt outcome was unk at the time of this report. The pump contained lioresal but dosage and concentration were unk. Additional information has been requested.

Manufacturer narrative:
(B)(4)